Manufacturer narrative:
Evaluated one open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per : reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs does not leak and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 52 to 48 mg/dl at the time of the incident. The customer was at 119 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged the pump was over delivering as the bolus wizard calculations were incorrect. Troubleshooting was completed but did not resolve the issue. The reservoir will be returned for analysis.